Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that when the reservoir is still half full, the piston stops moving and no insulin is delivered; the customer was not receiving alarms. Performed the displacement test and the test passed. The caller stated that the status screen showed only 42.1 units, but the reservoir was in the 100 unit line. No further information was provided.